Event description:
Boston scientific crm received information that oversensing was observed on the right ventricular rate/sense lead. The noise did not lead to inappropriate therapy delivery. Approximately eight months later, noise was again observed, with pacing impedance measurements greater than 2000 ohms. An invasive surgical procedure was performed and the rate/sense lead was capped. The shocking portion of the lead remains active and with no noted complications.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.